Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular lead was damaged by electrocautery used during a device changeout procedure. The lead was repaired using a competitor's repair kit. The lead was checked multiple time for electrical measurements and all were normal and stable. The impedance was noted to be 316 pre-operatively and 342 post-operatively. The lead remains in use. No patient complications have been reported as a result of this event.